Event description:
A user facility reported that the cartridge of the intraocular lens (iol) delivery system tore/split/cracked the iol. It was reported that there was pt impact associated with this event.